Event description:
Customer reported that the insulin pump alarmed motor error during set change. Customer stated that the piston did not rewind completely. Customer attempted to rewind multiple times but it alarmed motor error. Customer does not use the sensor. Blood glucose value was 12.6 mmol/l. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with minor scratches on the display window, cracked battery tube threads and a broken belt clip slot.